Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump has cracks in the battery compartment. The cracks are on the side and back of the pump starting from the top of the battery compartment. A visual inspection shows that the keypad is torn around the up and down buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Symbols are worn but still legible. As per procedure performed a leak test, pump failed and leak was located on the keypad and the battery compartment. Inspected pump for evidence of moisture damage; no such damage was found. When pump is booted, display is a dim red color. When pump display is replaced with a test display the color/contrast variance is fixed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.